Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The 8mm x 2.25mm nc quantum apex balloon catheter was advanced for predilation however it was not able to cross the lesion due to severe calcification. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and a 6mm longitudinal tear was revealed from the mid-section to the distal end of the balloon. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).